Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pacing lead dislodged. The lead was repositioned; however, when the lead pin was reinserted into the header of the implantable pulse generator (ipg), the set screw on the ipg did not work properly. The ipg was explanted and replaced. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.